Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 393 mg/dl. The customer was admitted to the hospital. The customer reservoir was off the pump completely. The customer cause of emergency room visit was diabetic ketoacidosis - low end. The customer blood glucose was corrected with IV drip and manual injections. Customer is stable upon leaving the hospital. Customer was wearing the pump at the time of emergency room visit.